Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. C59246 left, c51058 right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, cyst of ovary, dysmenorrhea, menometrorrhagia, vaginitis, menopausal syndrome, nausea, abdominal pain, arthritis, migraine and hypertension. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), rash ("rash"), candida infection ("infection: thrush") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery ((B)(6) 2016, laparoscopic subtotal hysterectomy and bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, rash, candida infection and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, candida infection, genital haemorrhage, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: endometrium: benign endometrium with features compatible with previous ablation and suggestive of exogenous hormone therapy. Myometrium: no significant pathologic alteration. Fallopian tubes: complete cross sections with no significant pathologic alteration. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. C59246 left, c51058 right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, cyst of ovary, dysmenorrhea, menometrorrhagia, vaginitis, menopausal syndrome, nausea, abdominal pain, arthritis, migraine and hypertension. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), rash ("rash"), candida infection ("infection: thrush") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery ((B)(6) 2016, laparoscopic subtotal hysterectomy and bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, rash, candida infection and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, candida infection, genital haemorrhage, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: endometrium: benign endometrium with features compatible with previous ablation and suggestive of exogenous hormone therapy. Myometrium: no significant pathologic alteration. Fallopian tubes: complete cross sections with no significant pathologic alteration.. C51058 production date 11-04-2014 exp date 30-04-2017. C59246 production date 21-05-2014 exp date 31-05-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.